Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported large needle driver and the associated device logs. Evaluation of the logs indicated that no information was noted that the large needle driver experienced a breakage. Visual inspection of the large needle driver noted no corrosion on the electrical contacts. One of the jaws was broken and the disengaged piece was not returned. Microscopic inspection of the device cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty despite the broken jaw. Electrical testing was performed and the large needle driver was read with no observed failures. Evaluation of the large needle driver confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy while performing anastomosis, the large needle driver broke under high pressure that was applied to it. The instrument was removed and replaced. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy while performing anastomosis, the large needle driver broke under high pressure that was applied to it. The instrument was removed and replaced. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.